Event description:
Procedure: lobectomy. Reportedly, the device was fired to the bronchus, however, an air leakage occurred from the staple line since some staples were not placed to tissue properly. The surgeon treated with a similar device which resulted in some additional tissue loss. He/she felt that the handle was a little stiff during the firing. The case was postponed less than 20 minutes due to this and the pt is currently in good condition.